Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 1036844-2016-00580.

Event description:
It was reported the physician was attempting to insert the guide wire when it would not feed and seemed to bend very easily. As a result, another kit was opened and used.